Event description:
Large 4mm tubular pda, significant bradycardia when 7f delivery ado sheath crossed pda antegrade. Multiple manipulations stablized pt and 8/6 device palced. Advancement appeared suboptimal, bradycardia and hypotension re-occurred so device removed. After 8/6 device removed, a 6/4 placed without bradycardia or hypotension and appeared in good position. However, when angiogram done 10 mins later, there was no flow to the lpa, and proximal pinching of rpa with sluggish flow occurred. Pt again had hypotension and bradycardia. Device removed and pt referred for surgery. There was no pt injury and med intervention was not required. Both devices were still attached to the cable when removed from pt.